Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin delivery. Customer's blood glucose (bg) was "high"; although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin delivery.